Event description:
This lead was implanted on (B)(6) 2007 and remains implanted up to this date. Information provided by product analyst as received additional information from sales representative (B)(6) 2013 states that this lead has oversensing and high threshold issues. The physician was dr. (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).